Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed the rewind, basic occlusion, prime and displacement tests; however, it was received stuck in the motor error loop during bolus /basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to perform the unexpected restart error alarm test, occlusion test and excessive no delivery test due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Blood glucose value was 400 mg/dl; treated with manual injections. The drive support cap is recessed. The device was not exposed to a magnetic field. The alarm history showed a motor position encoder error alarm on (B)(6) 2013. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.